Event description:
It was reported that the patient underwent a cervical fusion at o-c2. When the nurse handed the cable tensioner to the surgeon, the washers of this instrument came off and the instrument came apart. The surgeon had to tighten the cable manually because no other instrument could replace the cable tensioner. No patient complication was reported, however, the fixation stability remained in concern.

Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.